Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator failed a test step. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for further investigation, in reference to the alleged test step failure. The device was visually inspected, and no defects were found. The device's error log was reviewed, and no unexpected error were noted. The system pca was tested and operated as designed. The product investigation laboratory was unable to confirm of the any of the allegations of failure of the trilogy evo system main board. All parts were found to be functioning as expected with no visible damage present. This device complaint has been determined to be not reportable.

Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and blower were replaced to address the issue.